Event description:
On (B)(6) 2014, it was reported to the amo sales representative that the toric intraocular lens (iol) had rotated 20 degrees as noted at the 1-day post-operative examination in the patient's left eye. On (B)(6) 2014, patient was brought back into surgery for lens re-positioning. On (B)(6) 2014, again lens was observed to have rotated 20 degrees. Toric lens was explanted on (B)(6) 2014. A replacement lens was placed. Replacement lens was model za9003 diopter 14.5, serial number (B)(4). No patient complications were reported. Post-operatively, patient was noted to have improved vision and good lens placement. No further information has been provided.

Manufacturer narrative:
A review of the manufacturing records was conducted. There were no non-conformances with respect to the final product release process. The order number for this lens was not produced under deviation and there were no process and/or material changes within this order number. There were no associated nonconformity reports or deviations. A search on complaints related to this order number was conducted. The search revealed that no other complaints for this order number were received to date. Based on the manufacturing record review and historical review no non-conformances are expected. Considering this conclusion, no further corrective and or preventive actions would be necessary. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Operator of device was inadvertently not entered. Corrected to health professional all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens optic is torn; one of the haptics has a crack. The torn optic is most probably related to the explant procedure. Considering the condition of the lens additional analysis is not possible. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.